Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the implantable cardioverter-defibrillator was found in back up vvi mode. The patient stated she could hear the device make beeping noise. The patient presented in clinic. Programming changes were made to resolve the backup vvi mode and the beeping. The patient was asymptomatic.